Event description:
It was reported that the customer's current insulin pump stopped working; it would turn off. Customer reverted to using his old insulin pump. It was stated that he has to hit it and continuously push the buttons to get it to work. Customer has not been able to replace the device due to financial issues. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-98119 for the off no power anomaly.